Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient lived 6 months in turkey per year and the other 6 months in belgium. They have had a driveline infection for a long time. The patient was on daily oral antibiotics for a long duration. The patient had not been very compliant and took their medication irregularly. In (B)(6) 2022, the patient was admitted in turkey for 3 weeks due to the driveline infection. While the patient was in belgium, they were on intravenous antibiotics and their kidney function deteriorated. The decision was made to exchange the pump for a heartmate 3. On (B)(6) 2023, the pump was exchanged, and the patient was recovering.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2023-01337 (admission in turkey for driveline infection). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.